Manufacturer narrative:
Correction e1: reporter information was updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was no longer functioning. Surgical intervention was undertaken and the ipg was explanted.

Manufacturer narrative:
B3: event date is estimated.